Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia with an advantage system blood glucose result of 285 mg/dl at 3:22am. She called 911. When paramedics arrived, advantage system result was 217 mg/dl at 3:15am; professional system result at the same time was 40 mg/dl. Customer says after result on paramedic meter, she had a cupcake. She was able to eat it on her own. She felt better about 15 minutes later and the paramedics left. She declined going to the hospital. Caller reported another separate advantage system comparison of 82 mg/dl at 3:54am and 38 mg/dl at 3:59am. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.